Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the pictures provided and returned product confirmed that the sterile packaging exhibited damage that was visually consistent with thermal damage, however, sterility was not breached. The device history records were reviewed and no discrepancies were identified. The condition of the device was conforming to specification when it left zimmer biomet control. Therefore, the root cause of the reported event is attributed to transit damage. The cause of thermal damage occurs in transit and storage conditions from the time it leaves the manufacturing site prior to arrival at the distribution center. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty while the implants were being prepped for use, significant deformation was observed in both the inner and outer blisters of the femoral implant sterile packaging. The surgeon requested another femoral implant due to sterility concerns and another femoral component was used to complete the procedure.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in singapore the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.